Event description:
It was reported that when using the bd pyxis¿ medbank tower cubie lid did not open to issue 1 tab (carb/levo 25-100mg). Customer skipped the transaction and issued it again, on the screen, the final count displayed was 4, but there were 5 tablets in the cubie. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that one tablet of the item was issued by the customer once only through myqlink (mql). A technical support specialist (tss) guided the customer in the cubex application through cycle counting the bin. The system functioned as intended after the technical support specialist investigated and guided the customer to resolve the issue.